Event description:
It was reported that during a procedure of the distal right coronary artery (rca), a non-abbott floppy guide wire and a fielder guide wire were used for good support in the vessel. The 1.2 x 6 mm mini trek balloon dilatation catheter (bdc) was advanced but did not cross the the target lesion, however it was noted that the balloon had a tear/hole prior to inflation. The device was removed without reported incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. However, a tear was noted. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the instruction for use (IFU) mini trek, states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.